Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This report is in regards to the second valve implant, referenced in b5 as "this valve." The device remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observa tion. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Occlusion is a known potential adverse effect per corevalve instructions for use (IFU), and from the limited available information a conclusive cause could not be determined. No deficiencies were alleged against the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of another transcatheter bioprosthetic valve, the valve was implanted too high and resulted in moderate paravalvular leak (pvl). An attempt to implant this valve was made, however, at 2/3 deployment it was noted that it occluded the right coronary artery. As this valve was still attached to the delivery catheter system (dcs), it was pulled back and snared into the ascending aorta. A third valve was successfully implanted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of another transcatheter bioprosthetic valve, the valve was implanted too high and resulted in moderate paravalvular leak (pvl). An attempt to implant this valve was made, however, at 2/3 deployment it was noted that it occluded the right coronary artery. As this valve was still attached to the delivery catheter system (dcs), it was pulled back into the ascending aorta and left deployed there. The first valve was snared into the ascending aorta. A third valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to clarify that this valve was deployed in the ascending aorta, and the first valve was snared into the ascending aorta.